Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent placement problem occurred. Vascular access was obtained via the brachial artery. The 80% tightly stenosed target lesion was located in the severely calcified innominate artery. A 9x40mm carotid wallstent monorail was advanced to the lesion. However, just after deployment, the stent jumped and went distally. The procedure was not completed. No patient complications were reported and patient's status was stable.